Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the plpul2520, ultra surgical smoke evacuation pencil, device was being used on (B)(6) 2025 during an unknown procedure when it was reported ¿at some point during surgery, the cautery tip was exchanged with a longer tip, and a small plastic piece inside the tip of the cautery pencil detached and was lost. It made the device no longer useable, but it is unknown if the piece was lost inside the patient. A search was undertaken, and the piece was not located.¿. There was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported injury of a possible foreign body being retained in the patient.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 22 complaints, regarding 37 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if necessary to remove blade. Unplug the pencil. Ensure that cam is in the lock position. Use a surgical clamp and pull blade forward. Replace with blade of choice. Confirm that blade is completely inserted and secure before activating pencil. Never force the blade into the pencil. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the plpul2520, ultra surgical smoke evacuation pencil, device was being used on (B)(6) 2025 during an unknown procedure when it was reported ¿at some point during surgery, the cautery tip was exchanged with a longer tip, and a small plastic piece inside the tip of the cautery pencil detached and was lost. It made the device no longer useable, but it is unknown if the piece was lost inside the patient. A search was undertaken, and the piece was not located.¿. There was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported injury of a possible foreign body being retained in the patient.